Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: having trouble injecting the medication or even drawing medication into the syringe when trying to deliver the vaccine.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 13-jan-2022. H6: investigation summary: it was reported the needles were clogged. To aid in the investigation, one sample was provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Sample was then connected to a syringe with saline solution. The sample expelled the solution with a normal flow. A device history record review was completed for provided lot number 2025239. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Additional device histories were reviewed for each batch of needles used in the manufacture of batch 2025239. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred while production. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the returned sample analysis the symptom reported could not be confirmed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: having trouble injecting the medication or even drawing medication into the syringe when trying to deliver the vaccine.